Event description:
It was reported that during use of the pump for delivery of morphine for pain relief, the patient became lethargic and confused. The patient was taken to ICU where patient remains in stable condition. There were no other reported adverse effects.